Event description:
A surgeon sutured two xcm biologic mesh devices together and implanted them to close a large gap at the abdominal midline. Three days later, during revision surgery for unrelated issue (internal colon leak), the surgeon noted that one of the xcm biologic mesh devices had two parallel tears in the lower left quadrant. The tears were not at the suture line. It was noted that protack fixation tacks were used in the procedure, but the surgeon did not feel they caused the tears. There was no visible bulging to indicate mesh tearing. No further information about the patient has been provided.

Manufacturer narrative:
Method: the device was not returned for analysis. Design history records were reviewed and no discrepancies were found. Additional clinical information has been requested. If applicable additional information is provided, the new information will be submitted in a follow-up MDR.